Event description:
A report was received that the patient underwent an explant procedure due to an infection at the ipg site. The patient's symptoms were redness, swelling, and pus. The patient was administered oral antibiotics. The physician believes the patient caused the infection by picking at a stitch at the ipg site. The patient is reportedly doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-2316-50, serial: (B)(4), description: infinion 1x16 perc lead kit-50cm. Model: sc-3400-30. Serial: (B)(4), description: 30 cm, splitter kit explanted devices will not be returned to bsn as it was discarded by medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.